Event description:
It was reported that the patient presented to the emergency room with dizziness. Upon review, the right ventricular lead and the atrial lead exhibited noise, sensing anomaly, clavicular crush, and possible can on lead insulation breach. Programming changes were made. Chronic pacemaker pocket infection was also noted. The device system was extracted on (B)(6) 2018. The patient was recovering.

Manufacturer narrative:
A partial lead measuring 46.3 cm (outer insulation) 45.5 cm (outer coil) 44.7 cm (inner insulation) and 49.9 cm (inner coil) was returned for analysis. External abrasion was noted breaching the outer insulation at 13.3-13.4 cm from connector pin, consistent with friction to the device can. External abrasions was also noted breaching the outer insulation at 29.1 cm from connector pin consistent with friction to another device or feature of the patient anatomy with explant damage. The inner insulation was also abraded in this location. Other damages on this piece are consistent with procedural damage.